Event description:
It was reported that a patient had a cassette which was giving pump error messages. There was no issue with the pump, only the cassette. The patient changed out the defective cassette and was able to continue infusion. The event was resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for analysis. We are unable to confirm the reported complaint. When the product is returned, smiths medical will reopen this complaint for further investigation. UDI number is unknown.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Four cassette products were received for evaluation. Samples were received after use conditions, decontaminated and inside in a plastic bag. There were no damage, kinks or any discrepancies that could cause the failure mode reported. During functional testing, samples were attached to a pump to pump look for unusual function. No alarms were activated.the complaint is not confirmed. No actions were taken.

Manufacturer narrative:
Initial reporter occupation was updated to other healthcare professional on (B)(6) 2022. (B)(6) 2022 is the date the missing initial reporter occupation was discovered.